Event description:
After informed consent was obtained, the pt was brought to the operating room in a post-absorptive state. Prior to the procedure, the pacemaker was interrogated and it was determined that the pt did not have an underlying rhythm. After induction of general anesthetic and endotracheal intubation, the right groin was prepped with chloroprep and draped in a sterile fashion. A 7f pinnacle sheath was placed in the right femoral vein. The left infraclavicular area was prepped with chloroprep and draped in a sterile fashion. An incision was made superior to the pacemaker generator in the left infraclavicular region. Sharp and blunt dissection was used to dissect down the generator and leads. Aerobic and anaerobic cultures were obtained. Electro cautery was used to achieve hemostasis. The pulse generator was identified, and the leads were disconnected from the header. The active fixation ventricular lead was identified (from (B)(6) 2010). The helix was retracted. This lead was removed with gentle traction. Next, the active fixation atrial lead was identified but the helix couldn't be retracted. A clearing stylet was advanced under fluoroscopy to the end of the lead. Next, the lead was cut and a coil expander was used. The cut end of the lead was dilated and the inside of the lead was sized. A lld-ez locking stylet was advanced down the lead and secured. Then 0-surgilon and a cook bulldog lead extender were tied to the opposite end of the stylet and the stylet was inserted into 14f sls ii (spectranetics). The excimer laser was properly calibrated and set to a fluency of 60; 40 pulses as recommended by the MFR. Multiple dense binding sites were noted and released with laser application while continuously viewing the lead with fluoroscopy. The sheath was advanced to the tip of the lead and the lead was removed. Total laser time was 2 min, 49 seconds with 6826 pulses. Next, the active fixation capped ventricular lead was identified. A stylet could only be advanced to the mid portion of the lead and the helix could not be retracted. The lead was cut and sized. A lld-ez locking stylet was inserted into the lead and advanced to the mid portion of the lead. A 0-surgilon and a cook bulldog lead extender were tied to the opposite end of the stylet and inserted into a 13 french cook evolution. Binding sites were removed as the sheath was advanced, under fluoroscopy. As the sheath approached the junction of the svc and right atrium, a significant drop in the pt's blood pressure was noted. Fluoroscopy revealed good heart movement, ruling out cardiac tamponade. The standby cardiothoracic surgeon and heart team were then called in. As the heart team was setting up for emergency surgery, a lld #1 was inserted into the lead and advanced to the mid portion of the lead. This was then inserted into a 14f sls ii. The sheath was advanced to the distal portion of the lead under fluoroscopy. Several binding sites were released with laser application while continuously viewing the lead with fluoroscopy and successfully removed the lead. Total laser time was 20 seconds. At this time, dr (B)(6) and the heart team proceeded with emergency surgery. A svc tear was found. First of all, the pt, (B)(6) female, did not expire. These were 12 year st. Jude leads (1488). They could only get the locking stylet down half way so they decided to forgo using laser and used the evolution. Device and lot number unavailable. There was a tear in the svc but heart team was able to rescue the pt. Lead was removed. Pt just received new pacemaker with leads. All is well.

Manufacturer narrative:
(B)(4). According to the information supplied to (B)(4), the product is not being returned for eval. As the devices have not been returned for eval, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.